Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user was unable to rotate the connector adapter to attach new tubing and a new cartridge, and the same difficulty occurred with a second connector adapter until a different insulin cartridge was used, after which the connector turned as expected. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included telephone troubleshooting and user education. Investigation of this case revealed the issue was resolved by replacing the insulin cartridge associated with the reported difficulty. It was concluded that the device functioned as intended with a new cartridge and that the event was attributable to a cartridge-related connection difficulty rather than a device malfunction.